Event description:
Pt presented to dialysis with the lateral incision line for the implanted port open and the valve visible. Pus and oozing also noted coming from the site. Pocket wound infection diagnosed with evidence of skin necrosis. Valves were explanted due to skin necrosis.